Manufacturer narrative:
Additional information for section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing myocardial infarction, ischemia, st elevation and hypotension. The patient was scheduled for a paroxysmal afib ablation procedure with farapulse pfa and carto. The patient was stable pre-procedure, after intubation and intra-procedurally. All equipment, including ice catheter, a non-boston scientific cs catheter, non-boston scientific octaray mapping catheter, faradrive-connect and farawave catheter operated appropriately with no difficulty. Ice showed prior to transeptal that there was no effusion present. Transeptal was performed with no difficulty and the procedure continued with pre and post mapping and pulmonary vein isolation (pvi) ablation. The 4 pulmonary veins were the only ablation performed and ended on 54 deliveries. After ablation and post mapping, all catheters were removed from the patient and one last ice check validated that there was no effusion present. The physician continued with a figure 8 stitch for the faradrive and vascade closure for remaining sheaths. As the physician deployed the last vascade the certified registered nurse anesthetist (crna) was concerned as the patient became hypotensive prior to extubation. A stat echo was performed by the physician and no effusion was present. During that time the 12 leads displayed st elevation. An interventionalist was called to the room and it was decided a diagnostic was to be performed, such as blood gases, ekgs, troponin, and additional testing. An angiography was performed and found blockage in left anterior descending (lad) artery. Several moments after the st elevation was present the patient went into ventricular tachycardia (vt) and the patient was defibrillated back to sinus tach with elevated st. Interventionalist placed a stent in the lad. Ep physician communicated that there was no concern with the ep procedure and therapy itself, that it was likely the patient had underlying risks. After stent placement the patient remained intubated and was transported from (B)(6). As of today (B)(6) 2025, it is known that the patient is extubated but am unsure of current patient status. The farawave catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported the patient was discharged several days after the event and would make a full recovery.

Event description:
It was reported that the patient was suspected of experiencing myocardial infarction, ischemia, st elevation and hypotension. The patient was scheduled for a paroxysmal afib ablation procedure with farapulse pfa and carto. The patient was stable pre-procedure, after intubation and intra-procedurally. All equipment, including ice catheter, a non-boston scientific cs catheter, non-boston scientific octaray mapping catheter, faradrive-connect and farawave catheter operated appropriately with no difficulty. Ice showed prior to transeptal that there was no effusion present. Transeptal was performed with no difficulty and the procedure continued with pre and post mapping and pulmonary vein isolation (pvi) ablation. The 4 pulmonary veins were the only ablation performed and ended on 54 deliveries. After ablation and post mapping, all catheters were removed from the patient and one last ice check validated that there was no effusion present. The physician continued with a figure 8 stitch for the faradrive and vascade closure for remaining sheaths. As the physician deployed the last vascade the certified registered nurse anesthetist (crna) was concerned as the patient became hypotensive prior to extubation. A stat echo was performed by the physician and no effusion was present. During that time the 12 leads displayed st elevation. An interventionalist was called to the room and it was decided a diagnostic was to be performed, such as blood gases, ekgs, troponin, and additional testing. An angiography was performed and found blockage in left anterior descending (lad) artery. Several moments after the st elevation was present the patient went into ventricular tachycardia (vt) and the patient was defibrillated back to sinus tach with elevated st. Interventionalist placed a stent in the lad. Ep physician communicated that there was no concern with the ep procedure and therapy itself, that it was likely the patient had underlying risks. After stent placement the patient remained intubated and was transported from careplex intensive care unit (ICU) to norfolk general cicu. As of today may 7, 2025, it is known that the patient is extubated but am unsure of current patient status. The farawave catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported the patient was discharged several days after the event and would make a full recovery. It was further reported that plague rupture occurred during heart catheterization.

Manufacturer narrative:
Additional information for section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section a patient information. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing myocardial infarction, ischemia, st elevation and hypotension. The patient was scheduled for a paroxysmal afib ablation procedure with farapulse pfa and carto. The patient was stable pre-procedure, after intubation and intra-procedurally. All equipment, including ice catheter, a non-boston scientific cs catheter, non-boston scientific octaray mapping catheter, faradrive-connect and farawave catheter operated appropriately with no difficulty. Ice showed prior to transeptal that there was no effusion present. Transeptal was performed with no difficulty and the procedure continued with pre and post mapping and pulmonary vein isolation (pvi) ablation. The 4 pulmonary veins were the only ablation performed and ended on 54 deliveries. After ablation and post mapping, all catheters were removed from the patient and one last ice check validated that there was no effusion present. The physician continued with a figure 8 stitch for the faradrive and vascade closure for remaining sheaths. As the physician deployed the last vascade the certified registered nurse anesthetist (crna) was concerned as the patient became hypotensive prior to extubation. A stat echo was performed by the physician and no effusion was present. During that time the 12 leads displayed st elevation. An interventionalist was called to the room and it was decided a diagnostic was to be performed, such as blood gases, ekgs, troponin, and additional testing. An angiography was performed and found blockage in left anterior descending (lad) artery. Several moments after the st elevation was present the patient went into ventricular tachycardia (vt) and the patient was defibrillated back to sinus tach with elevated st. Interventionalist placed a stent in the lad. Ep physician communicated that there was no concern with the ep procedure and therapy itself, that it was likely the patient had underlying risks. After stent placement the patient remained intubated and was transported from (B)(6) intensive care unit (ICU) to (B)(6). As of today (B)(6) 2025, it is known that the patient is extubated but am unsure of current patient status. The farawave catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported the patient was discharged several days after the event and would make a full recovery. It was further reported that plague rupture occurred during heart catheterization.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was suspected of experiencing myocardial infarction, ischemia, st elevation and hypotension. The patient was scheduled for a paroxysmal afib ablation procedure with farapulse pfa and carto. The patient was stable pre-procedure, after intubation and intra-procedurally. All equipment, including ice catheter, a non-boston scientific cs catheter, non-boston scientific octaray mapping catheter, faradrive-connect and farawave catheter operated appropriately with no difficulty. Ice showed prior to transeptal that there was no effusion present. Transeptal was performed with no difficulty and the procedure continued with pre and post mapping and pulmonary vein isolation (pvi) ablation. The 4 pulmonary veins were the only ablation performed and ended on 54 deliveries. After ablation and post mapping, all catheters were removed from the patient and one last ice check validated that there was no effusion present. The physician continued with a figure 8 stitch for the faradrive and vascade closure for remaining sheaths. As the physician deployed the last vascade the certified registered nurse anesthetist (crna) was concerned as the patient became hypotensive prior to extubation. A stat echo was performed by the physician and no effusion was present. During that time the 12 leads displayed st elevation. An interventionalist was called to the room and it was decided a diagnostic was to be performed, such as blood gases, ekgs, troponin, and additional testing. An angiography was performed and found blockage in left anterior descending (lad) artery. Several moments after the st elevation was present the patient went into ventricular tachycardia (vt) and the patient was defibrillated back to sinus tach with elevated st. Interventionalist placed a stent in the lad. Ep physician communicated that there was no concern with the ep procedure and therapy itself, that it was likely the patient had underlying risks. After stent placement the patient remained intubated and was transported from careplex intensive care unit (ICU) to norfolk general cicu. As of today may 7, 2025, it is known that the patient is extubated but am unsure of current patient status. The farawave catheter was disposed and not expected to return, therefore the lot number is not available.